Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: unable to prime smartsite extension set during vam skills demo exercise.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: unable to prime smartsite extension set during vam skills demo exercise.

Manufacturer narrative:
H6: investigation summary. One sample (model #20039e) was returned by the customer. It was reported that they are unable to prime the smartsite extension set during vam skills demo exercise. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 21055551 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 12may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.